Event description:
Literature: york mk, wilde ea, simpson r, jankovic j. Relationship between neuropsychological outcome and dbs surgical trajectory and electrode location. J neurol sci. 2009; 287(1-2): 159-171. Summary: this article presents a study of an standardized eval of the location of the deep brain stimulation (dbs) electrode tip and the active electrodes, the surgical trajectory through which they were placed, and their relation to neuropsychological change scores in 17 pts implanted with bilateral subthalamic nucleus (stn) dbs using 6 month post-surgical magnetic resonance imaging data. Reportable event: one pt's left electrode migrated outside the radiologically defined stn. The pt did not receive good motor benefit following surgery. The left stimulation was eventually turned off following the MRI results. The pt elected not to have a revision of the dbs electrode.

Manufacturer narrative:
(B) (4).